Event description:
Procedure was performed on the sfa. After predilation with a 3x30 balloon, the physician advanced the stent across lesion to the distal sfa. The entire catheter withdrew from the sheath with the stainless steel deployment shaft becoming unattached from both the inner and outer deployment catheter, leaving just the blue catheter hanging out of the sheath which was slowly retrieved and experienced tight withdrawal as it was completely removed. At this point, the clear inner catheter was visualized and stuck with no ability to withdraw. An antegrade puncture was made on the right femoral artery, and a 4f sheath was placed. A wire was passed down the artery and the physician tried to advance a 3x2 balloon to expand the stent, but could not pass it into the stent and the decision was then made to bring the pt to the or where she was successfully by-passed.